Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article entitled: primary transcutaneous lower blepharoplasty with routine lateral canthal support: a comprehensive 10-year review author: mark a. Codner, md; james n. Wolfli, md; alexander anzarut, md citation: plastic and reconstructive surgery. 2008 doi: 10.1097/01.prs.0000295377.03279.8d this retrospective study reviewed the outcome of the surgeon¿s 10-year experience with primary lower transcutaneous blepharoplasty and lateral canthal support consisting of canthopexy, canthoplasty, and orbicularis suspension. A total of 264 patients with a median follow-up of 264 days (25 male and 239 female; age range: 24 to 75 years old) underwent primary lower transcutaneous blepharoplasty and were included in the study. During the procedure, once the orbicularis was released, orbital fat from the medial and central compartments was transposed and sutured to the periosteum with vicryl 6-0 sutures. The tear trough was corrected by release of the muscular origin contributing to the deformity, addition of volume by fat transposition, and tightening of the skin muscle flap. A double-armed prolene 4-0 or mersilene 4-0 suture was used to suture the tarsal plate and lateral retinaculum to the lateral orbital rim periosteum. The mattress suture was placed through the periosteum within the lateral orbital rim to maintain the posterior position of the lid margin against the globe. The vertical position of the lateral canthal suture was dependent on eye prominence and pre-existing canthal tilt. The orbicularis muscle was re-suspended to the lateral orbital rim with three-point quilting sutures using vicryl 4-0. Reported complications included lid malposition which required operative correction (n-9), temporary lid malposition (n-16) which resolved with conservative lid massage, lower eyelid retraction (n-7) which required operative correction, bilateral ectropion (n-2) which required lateral canthoplasty, palpability or inflammation (n-8) which required removal of the canthal suture, canthal webbing (n-6) which required revision surgery, granuloma (n-13) which required excision of granulomas from the incision line, orbital hematoma (n-1) which required operative evacuation, blepharitis (n-10) which were successfully treated with combination of steroids and antimicrobial eye ointment, chemosis (n-32) which was treated with steroid ophthalmic ointment and occasional short-term eye patching. Patients with significant intraoperative chemosis underwent placement of lateral tarsorrhaphy suture to minimize the risk of post-operative corneal exposure, prolonged chemosis (n-2) which required conjunctival incision and drainage followed by antibiotic ophthalmic ointment and patching, with complete resolution within 3 months, and scarring which required revision (n-4). It was reported that traditional transcutaneous blepharoplasty corrects multidimensional aspects of periorbital aging through tightening the lower eyelid skin and muscle and manipulation of orbital fat. It was concluded that the lateral canthal support should be considered a routine component of lower transcutaneous blepharoplasty to obtain the desired aesthetic result and maintain the natural appearance of the eyelid shape. No further information is available.